Event description:
It was reported that balloon deflation failure occurred. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the balloon had deflation difficulties. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. The balloon was inflated at 6 atmospheres for 30 seconds and was removed in a contracted state.

Event description:
It was reported that balloon deflation failure occurred. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the balloon had deflation difficulties. The procedure was completed with another of the same device. No patient complications were reported.